Event description:
It was reported that a cartridge alarm 30 occurred, but there was no adverse impact to the customer's blood glucose level, which remained below 500 mg/dl. The customer successfully loaded a new cartridge with assistance and resumed insulin therapy. Technical support resolved the issue and processed the customer's request for replacement cartridges and infusion sets.